Event description:
It was reported that signal loss occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced signal loss which occurred the day the sensor was inserted into the arm. On (B)(6) 2024, the patient stated he experienced signal loss for over 3 hours between his dexcom and tandem insulin pump. At an unspecified time during the patient's signal loss, the patient began feeling dizzy, had double vision, and eventually lost consciousness. When he regained consciousness, he was in the emergency room (ER). He was unsure who called for assistance or how he got there. At the ER, the patient was treated with glucagon and tylenol. The patient was discharged home after 2 hours and was in good condition at the time of report. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The customer complaint confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.